Event description:
The pt was experiencing continued bleeding post-treatment for the prior two weeks, and the nurse expressed her concern. The bleeding was reported as originating from the lateral valve, and volume leaking worsened when the pt coughed. Additionally, she stated that on occasion when the pt coughed, blood spurts. The MFR.'s clinical specialist presented at the facility the same day to observe treatment completion and noted adherence to the MFR.'s protocols by the facility's staff for off procedure. No bleeding was observed from either of the buttonholes during the run. Alignment was over the valve opening, no redness, drainage, or tenderness was noted. A scant amount of blood expressed from the pockets after withdrawal, including after applying pressure to axillary areas to express any potential peripheral blood pooling. Bubbling was observed from medial valve after expressing the pockets. The pt was instructed to cough several times during which approx 1-2cc of blood spurted from the medial buttonhole with each effort. Bleeding ceased when the pt breathed normally, and no further significant blood was able to be expressed from the pockets. The pt was then asked to hold their breath and bear down during which a steady stream of blood came out of the medial buttonhole. The dialysis nurse recannulated the medial valve per protocol. Blood return was noted immediately on aspiration. The dialysis nurse flushed the line with normal saline and the physician was paged. The dialysis nurse reported to the physician and received order. The MFR.'s clinical specialist spoke with the physician immediately following and recommended immediate eval by an interventional radiologist or vascular surgeon to do a dye study and potentially replace the medial valve/cannula depending on the findings. The physician stated this bleeding was likely due to a large collateral blood vessel being compromised on cannulation, and an epinephrine soaked gauze over this site would resolve the issue, if not, the physician would personally evaluate the access the situation. The dialysis nurse was asked to place gauze over the buttonhole and apply occlusive dressing until the pt could be evaluated next. The pt was asked to leave the dressing on between treatments. No further details were available at that time.